Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had reverted to storage mode. The device had triggered eol (end-of-life) more than (B)(6) prior. A device in storage mode means that the device cannot shock or pace and the patient should be considered unprotected. There were no reported adverse patient effects associated with this clinical observation.

Event description:
--

Manufacturer narrative:
Most recently, the boston scientific local area sales representative indicated that this medical device will not be returned by the hospital. Therefore, no further information is expected.

Manufacturer narrative:
The (B)(4) was contacted regarding the return of this device for analysis purposes. The device has not yet been returned to (B)(4).